Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to impedance issue. No further information is available at this time.

Event description:
New information received notes that the rv lead was capped due to lead impedances that were below the lower impedance limit. The patient was not symptomatic before or after the procedure.